Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent messages during the load sequence stating "the cartridge can't be used". Tandem technical support reviewed the pump data and verified a cartridge alarm 19 had occurred. There was no reported impact to customer's blood glucose level.